Event description:
It was reported that the right ventricular (rv) lead had high unstable thresholds and oversensing noise resulting in inappropriate shocks to the patient. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2012. (B)(4).